Event description:
The pt called lifescan and alleged the one touch basic enhanced meter would not power on. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt stated symptoms of frequent urination and hunger and was taken to the hosp and treated with insulin. The pt stated there was another reading taken about 3 hours later; however, does not recall the reading. The customer care representative verified the meter would not power on. The pt had symptoms of hyperglycemia and was treated for hyperglycemia. There is indication the product malfunctioned; however, insufficient info to state it led to an adverse event.